Event description:
It was reported via repair work order that the left foot rest not locking into place due to foot rotation pin was not sufficiently lubricated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.